Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. It was also received with cracked case at display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during basal. He was unable to fill the cannula due to the keypad being unresponsive. The blood glucose at the time of the incident was 394 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.